Event description:
Just a few mins ago, my son's malem bedwetting alarm burnt his neck. The alarm was set up about 5 hrs ago and placed on him. This is a new alarm which was received today from an online website. It seemed to operate fine but an hr ago, my son complained of extreme heat being generated by the alarm. When I took if off, I burnt my fingers. It was so hot. My son has a minor burn on his neck. It is a faint red patch which I hope will improve with time.